Manufacturer narrative:
Additional information and device evaluation provided: device evaluation: the complaint component was returned and analyzed, and the reported allegation of pain was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to pain. It was further reported that the pain began two weeks prior to surgery. There were no device issues or malfunctions. No further interventions or actions were required. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to pain. It was further reported that the pain began two weeks prior to surgery. There were no device issues or malfunctions. No further interventions or actions were required. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.